Manufacturer narrative:
Concomitant medical products: product ID: 97715; serial#: (B)(4); implanted: (B)(6) 2021; product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient with an implantable neurostimulator (ins). The reason for call was pt rep. Said the pt "always had trouble charging their ins" since implant date and then, 3 weeks after implant date, the pt got an infection and the pt was in pain for months. The pt had been working with hcp to get the rechargeable spinal cord stimulator explanted and was going to get a non-rechargeable scs implanted this monday (patient services specialist (pss) did not confirm whether or not both ins would be explanted and replaced with rechargeable ins). Pt rep. Said the hcp "did not think the ins was the right type." Pt said they spoke to mdt rep. Today via phone and informed them of the issue. Pt rep. Also mentioned their luggage was recently stolen and the controller and ac power supply and controller was stolen with the luggage. Hcp wanted to see if the pt could charge the ins prior to explant surgery. Pt said a mdt rep. Would be at the implant surgery for the replacement ins.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial#: (B)(6), implanted: 2021 (B)(6), product type: implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated devices removed on (B)(6) 2022, both devices and all wires. Patient stated they had trouble making connection for recharge stimulator. Also it caused pain. Patient stated infection was due to bacteria attached to metal was identified thus everything had to be removed. Patient stated they would like to know how stimulators added again however unclear if that will happen.

Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2021, explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was explanted on (B)(6) 2022. The device took over 2 hours to recharge, and had to be recharged every 2 days. The cause of the infection might have been from the gauze that may have been caught on the wound. The problem has been resolved.